Event description:
Account alleged that the bed has no functions.

Manufacturer narrative:
Successful resolution for this issue could not be verified with the account. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.